Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms on their insulin pump and were experiencing high blood glucose of 454 mg/dl. Blood glucose at the time of call was 238 mg/dl. Customer would like to troubleshoot insulin pump. Troubleshooting was started but customer declined to check for leaks, air bubbles or site issues. Call was disconnected and no further information was given.